Manufacturer narrative:
The device will not be returned to zimmer biomet for analysis as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: unknown metasul head , apr cup & unknown stem.

Event description:
Information was received based on review of a journal article titled, "primary hip arthroplasty with 28-mm metasul articulation". It was reported that 3 patients were revised for liner disassociation. No further information is available and patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.